Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured after being passed through the strut of an express stent and inflated to 6 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in a tortuous coronary artery. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable'.